Event description:
It was reported that the patient presented to the emergency room bradycardic. There was loss of capture, a lead fracture, and an ins ulation breech at the conductor. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).